Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 2.8, lab: 5.5. Time between tests: 3 hours. Therapeutic range: 2.5-3.5. Pt self tester reports "milking" finger after finger stick.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr results. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.8, reference: 5.5, mean: 4.15, confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #305273 on (B)(6) 2013, yielded the following results: donor 212: inratio: 3.2, 3.3, 3.1; reference: 3.27; bias threshold: 2.27-4.27; %cv: 3.13. Donor 197: 2.3,2.4,2.7; 3.00; 2.00-4.00; 8.44. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As of (B)(6) 2013, (B)(4) discrepant complaints have been reported for lot #305273 yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Brick lot #296553 with strip (B)(4) material was split into two different lots. Lot #305273 into (B)(4) packs (smaller lot). Lot #305274 into (B)(4)packs (larger lot). Therefore, (B)(4) discrepant complaints have been reported for lot numbers 305273 and 305274, yielding a complaint rate of (B)(4), due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time.